Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue. The patient was brought into clinic and re-interrogation of the device resolved the issue. There were no patient consequences.